Event description:
As reported by the user facility ((B)(4)): easypump blocked.

Manufacturer narrative:
(B)(4). Received one piece of filled, used of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is opened and wing cap is attached to the pump. Big top cap is opened and discofix cap is removed. No crystallized residue is observed at cap valve. Wing cap is removed. No crystallized residue is observed at male luer lock. No flow is observed. Additionally, pump is squeezed gently by hand. The complaint pump remained not working. No other deviation is observed. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at microbore tube. No flow is observed. Step down tube and glass tube are ruled out from possible contributor of blockage. Complaint sample is then dissected at microbore tube to filter connection. Immediately observed flow of solution. Found microbore tube to be blockage contributor. Further investigation is conducted on section b. Section b is tested with underwater pressure test. No air bubble is observed. Cross-section profile of microbore tube is then viewed under smart scope. Corrections: 1) color coded basket is implemented at occlusion test station to improve segregation between parts before and after test. 2) partition is built at occlusion test station to prevent misplacement between tested and untested parts. 3) operators are briefed about the defect (blockage at connection) to increase their awareness. 4) single wetting device (combibath ii & iii) is to be implemented to replace current gluing jig. 5) production rearrangement is to be done for assembly line of elastomeric pump to improve congested workstation. Occlusion test station is to be equipped with reject chute to improve the line. Justification: justified. Reviewed the device history record (DHR) and there were no defect encountered during in process and final control inspection.

Manufacturer narrative:
(B)(4). The received one used and completely filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In 'as received' condition, the white clamp was open. The original wing cap was still at the patient connector. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). Furthermore, at the patient connector we did not detect solution (liquid). In addition, a functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. A follow-up report will be provided as soon as the statement from manufacture is available.